Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at third-party service center, a " pressure sensor mismatch" error code was found in the ventilator's downloaded error log. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. Additionally, the device failed the functional test of power-fail verification: alarm off which does not require any action, only reportable if unit does not turn back on after power is restored to the unit after a power fail. The device's blower bellows seal, blower mount, internal battery door, rear cover, base assembly, cooling fan assembly, fan retainer, main housing, handle - retention plate, fio2 receptacle, muffler assembly, fio2 door, vanity cover, tubing-system pca, tubing-blower chassis, tubing-fio2, tubing-low flow o2, particulate filter, alarm lens, were replaced due to contamination, discoloration, and yellow stains. The filter cover was replaced due to a crack observed. The particulate filter and the air inlet foam filter were replaced as part of the four-year preventative maintenance that was performed. The proportional valve, and 3-way solenoid valve were replaced for periodic maintenance and contamination. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.